Event description:
It was reported that the surgeon used a shaft and a trefine attachment during a foot reconstruction procedure and completed the procedure without incident. Following the procedure, the surgeon determined that the connector from the shaft was broken, and would no longer attach the trefine securely. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with all three tongs of the coupling on the tip are broken off and missing. Due to damages, verification of relevant dimensions could not be completed. The DHR review shows that the device met to the specification at the time of manufacturing and distributing. This complaint is deemed indeterminate from a manufacturing perspective. Product development evaluation reveals, the device is broken across the three tines on the device. The break is clean and straight across. It occurs at the junction between the straight section of the tine and the radius transition zone to the connecting hex. Since it is unknown how the device was used and if the tines underwent undue force not seen in a typical clinical environment, creating a clean break, this complaint is deemed indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.